Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced heart block, heart failure, heart damage, damage to the ventricle, fatigue, bradycardia, cold fingertips and weakness. It was also reported by the patient that the implantable pulse generator (ipg) exhibited asynchronous pacing. It was noted that the patient had low ejection fraction and they were prescribed beta blockers. The ipg remains in use. No further patient complications have been reported as a result of this event.